Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 432-433 mg/dl; cause was due to the customer forgetting to resume insulin deliveries. A system check was performed and the luer lock connection was loose. Customer tightened the connection and delivered a correction bolus to address bg.